Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hypoglycemia with blood glucose level of 1.8 mmol/l. Customer declined troubleshooting. Customer was treated with glucagon or carbs. Customer reported that the insulin pump did not alert that they were not going down. It was unknown whether the auto mode feature was on or not. The insulin pump will not be returned for analysis.